Event description:
The pt experienced intermittent stimulation and lack of stimulation. She was unable to consistently achieve adequate right-sided cervical neurostimulation using the most cephalad electrode. Impedances were normal. The lead was replaced several weeks after intermittent stimulation symptoms appeared. The pt symptoms subsided after surgery. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Lead (B) (4). Circuit #0 was open. The #0 conductor was broken at the #0 connector weld site.